Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil was difficult to deploy. The physician flushed the catheter before each coil deployment. It is unknown if the junction zone was just inside the catheter tip upon attempted deployment. The coil was used in the "usual method" however, the coil was unable to detach. The "coil was retrieved with usual method", and another like-device was obtained to complete the procedure. It is unknown if other embolic treatments were used. As reported, the package was not damaged, and no damage to the device was noted upon opening the package. The patient was on anticoagulation medication. The patient did not experience any allergic reactions to the coil. All the coils remained in the target area other than the complaint coil. It is unknown if the coil was stretched or compressed. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that when the user attempted to deploy the coil, it did not detach. The procedure was then completed using another device, and there were no adverse effects reported to the patients due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, and instructions for use (IFU) of the device were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. The manufacturer does not supply an IFU for this product. Instructions for use are applied by the local distribution partner. Evidence provided by the dmr and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned device, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported incident. It is possible that the junction zone was located outside of the catheter tip, not allowing the coil to deploy, but this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.